Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was scheduled to have his scs ipg repositioned due to experiencing pain at his scs ipg pocket site in addition to his scs ipg "sticking out" and catching on things. No additional info is available at this time.